Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 191 mg/dl while wearing the pod. The patient reports starting their new medication of metformin which made them feel sick. The patient reports having a seizure. The patient was taken to the hospital by ambulance. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin. The patient was prescribed insulin. The patient was discharged from the hospital after 4 days. The patient was able to resume pod therapy after this event.